Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported inform/sensor system blood glucose results: 11:01 am - 25.7 mmol/l 11:06 am - 8.9 mmol/l 11:10 am - 8.5 mmol/l reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Event description:
Per the clinic, the patient experienced a sudden performance decrement and pain resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.